Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n231542, implanted: (B)(6) 2009, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 228530001, # implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported the patient had pain and burning sensation at the pocket site. It was noted the stimulator was too shallow. It was reported the stimulator was repositioned and implanted deeper. It was noted the patient had a lap-band procedure and lost weight prior to revision.

Event description:
Additional information received from the consumer reported that she had lost a bunch of weight over the course of 10 months and the implant became loose in the pocket. The patient had a revision in (B)(6) 2011. The indication for use was lumbar radiculopathy.